Event description:
It was reported that the ventilator failed safety valve and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the device failed the safety valve test and the flow transducer test during the pre-use check. Our field service engineer investigated the ventilator on-site. During troubleshooting, the expiratory channel printed circuit board (pcb) was replaced which solved the safety valve test failure. To address the failure of the flow transducer test, the software was re-installed after the pcb replacement, which in turn solved the pre-use check failure. After replacement and re-installation of the software, the unit passed all calibration, functional, and safety tests and was returned to clinical use. Expiratory channel pcb is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. The expiratory channel pcb was returned for further investigation. Simulated use testing of the expiratory channel pcb failed the safety valve test during a pre-use check. Visual inspection of the returned expiratory channel pcb revealed no significant abnormalities. Further investigation of the expiratory channel pcb pinpointed the probable cause of the malfunction to a signal failure within a specific circuit on the returned pcb. Here, it became evident that the signal was not propagating fully from one of the components, thus explaining the difficulty of the safety valve to open. The conclusion of our investigation is that the most probable cause for the reported issue is a communication/signal failure within a faulty component, ic49, on the expiratory channel pcb. The error was not traced to deeper component level thus the root cause could not be determined. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-air. Corrected brand name: base unit, servo-air; d4 ¿ version or model # - previous version or model #: servo-air. Corrected version or model #: 6882000.

Event description:
Manufacturer's ref: #(B)(4).